Event description:
Following placement of the zenith aaa iliac leg graft on the ipsilateral side, the physician noted insufficient expansion of its distal portion, which he judged would be very likely to cause a distal type I endoleak. Another iliac leg graft was placed as a precautionary measure, but a narrowing of the second stent of the leg was observed, so another manufacturer's stent was placed to expand the narrowing.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Our evaluation indicated that the event was caused by kinking of the stent graft due to adverse patient anatomy.